Event description:
A follow up call was made and the customer reported that she had to receive medical emergency services from the paramedics. The customer was running with low than normal, and the insulin pump alerted him, but he disregarded and went back to sleep. Troubleshooting was declined and the customer stated that this happened couple of times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.